Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that after drawing blood, part of the valve remain retracted and blood leaked. Eventually the valve returned to it's normal position, and when this occurred, blood sprayed out of the product.